Manufacturer narrative:
Internal complaint # - (B)(4).

Event description:
03/06/2020: approximately 20 minutes after the refill, the patient had a cardiac arrest. The patient was brought to the hospital and placed on a narcan. Clinician specialist went to the hospital and programmed the pump to 0.0 mg/day, volume check could not be performed. (B)(6) 2020: the patient was seen by their pain management physician and the following volume discrepancy was observed: expected: 19 mls. Returned: 16 mls. All medication was aspirated from the internal fluid pathway and the pump was filled with saline. The patient has had volume discrepancies in the past and has had a cap study performed which showed that the catheter was patent. The dates and details regarding the discrepancies and cap study are currently unknown. Clinician specialist reported that the physician uses proper technique when refilling the pump and that he does not believe it was a pocket fill. The physician have been testing the patient's medication returned at refills for the past 3 appointments. It is also reported that the patient has tested positive for medications that were not prescribed. Additional information has been requested. The physician will be seeing the patient when they are discharged from the hospital and plans explant the pump.

Manufacturer narrative:
Corrected data: g1-2, h6. Per follow-up, practice manager reported that the physician believes that the patient may have tampered with the pump as they tested positive for narcotics. The physician believes that the narcotic may have also been introduced through other modalities if the pump was not tampered with. The physician believes that the narcotic contributed to the cardiac arrest that followed the refill. Patient is not currently receiving any medication since the occurrence. Physician is no longer with the practice, so no further information can be obtained. Pump explant is scheduled, but has not yet occurred. Internal complaint # - complaint - (B)(4).

Event description:
(B)(6) 2020: approximately 20 minutes after the refill, the patient had a cardiac arrest. The patient was brought to the hospital and placed on a narcan. Clinician specialist went to the hospital and programmed the pump to 0.0 mg/day, volume check could not be performed. (B)(6) 2020: the patient was seen by their pain management physician and the following volume discrepancy was observed: expected: 19 mls. Returned: 16 mls. All medication was aspirated from the internal fluid pathway and the pump was filled with saline. The patient has had volume discrepancies in the past and has had a cap study performed which showed that the catheter was patent. The dates and details regarding the discrepancies and cap study are currently unknown. Clinician specialist reported that the physician uses proper technique when refilling the pump and that he does not believe it was a pocket fill. The physician have been testing the patient's medication returned at refills for the past 3 appointments. It is also reported that the patient has tested positive for medications that were not prescribed. Patient is currently not receiving any medication and explant is scheduled, but has not yet occurred.